Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate or confirm the complaint "the power continued to be weak, and the vessel was not sealed properly during use." The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument failed to perform the sync test (did not cut). The cut electrode was found to have thermal damage. Melted char marks were observed along the blade edge of the electrode. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was less effective than expected and it did not cut tissue during the sync function. No fragment fell into patient. The issue caused a delay between 15 and 30 minutes. The procedure was completed with no patient harm, adverse outcome, or injury.